Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The effluent/supply line, shaft, and tip were visually and microscopically inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10cm proximal of the tip) with the wire lumen and the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left lower limb. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, after around 60 seconds in thrombectomy mode, it was noted that the physician felt pauses and removed the catheter. The physician found the catheter's yellow core mid-shaft to be fractured when the device was removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left lower limb. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, after around 60 seconds in thrombectomy mode, it was noted that the physician felt pauses and removed the catheter. The physician found the catheter's yellow core mid-shaft to be fractured when the device was removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.